Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "dr. (B)(6) was attempting trocar entry on patient with a high bmi after using an insufflation needle. She attempted optical entry several times but the trocar did not seem long enough. When asking for the ctf31 again, it was pointed out that the tip was missing from the obturator. The surgeon was able to retrieve 3 pieces of the tip from the "preperitoneal fat." The surgeon determined that she was unable to gain access laparoscopically and went open. The obturator and 3 pieces are being returned." Patient status- "unknown."

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the obturator and the fractured pieces of the event unit were returned for evaluation. Upon inspection, engineering confirmed the tip of the obturator was broken off from the shaft and fractured into three separate pieces. Engineering measured the thickness of the tip and the diameter of the shaft and found the unit was within specifications. The root cause of this incident was likely due to a high insertion force applied to the device combined with exposure to a lipid saturated environment. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This document represents our final report.

Manufacturer narrative:
Patient status: stable. No unintended materials left in the patient. (B)(4). In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.